Manufacturer narrative:
D10 concomitants: (B)(6), 315-35-00 - glnd kwire. (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0. (B)(6), 320-15-05 - eq rev locking screw. (B)(6), 320-20-00 - eq reverse torque defining screw kit. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm. (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm. (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm. (B)(6), 320-32-36 - expanded glenosphere, 36mm, for small reverse. (B)(6), 320-35-01 - small glenoid plate. (B)(6), 320-36-00 - 145-deg pe 36mm hum liner +0. (B)(6), 321-52-07 - 3.2mm drill bit sterile. (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile. (B)(6), 531-78-20 - shouldr gps hex pins kit. (B)(6), a10012 - gps implant kit v2. H3: he reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that this patient's shoulder was revised approximately 2 years post initial operation. Patient had increased pain, popping and felt movement a year leading up to the revision. Device was found proximal with metal shavings.